Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Current neurologist has recently begun care of this patient and does not have previous device programming history from prior physician; therefore, it is not known when the last acceptable device diagnostic test was performed. The patient reports that they no longer feel device stimulation and has experienced an increase in seizure activity (not above pre-vns baseline frequency).

Event description:
Product analysis was performed. Analysis identified two lead coil breaks. No pitting was observed on the broken coil wires. As a result, it is possible to determine if current was flowing at the time the lead breaks occurred. The lead breaks were vrified during continuity checks. The cause of the lead breaks are unknown; known causes include: 1( mecahnical failure, 2(implant technique (use of suture; no strain relief), 3( "twiddler" (twisting of the lead), 4(violent seizure,5) physical injury/accident, or 6) poor electrical connection the concomitant device (pulse generator) was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event.

Event description:
Further follow-up revealed that the x-rays reviewed by neurologist prior to ncp replacement indentified a lead break. Neurologist indicated that the patient's current condition is good; however, that the patient has not yet experienced a decrease in seizures.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced